Manufacturer narrative:
On 07/08/2016 the field service engineer (fse) found a leak in tubing through pinch valve vl12b which also caused the failed backgrounds. The fse replaced the tubing to fix the leak and background errors.the repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a contained diluent leak of about 1 ml from the coulter lh780 hematology analyzer. There were failed plt (platelet) backgrounds and hgb (hemoglobin) voltage error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.